Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, the device was switched as soon as the issue was noticed. It was confirmed that the leak was at inspiratory pipe site. The device was serviced by third party. Information about repair was not provided. Unfortunately, the device¿s logs were not available for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to inspiratory pipe. # e1 event site telephone: (B)(4).